Event description:
Device malfunction: suspected stent fracture. Time of malfunction: over 7 months after implant. Symptoms/ae: additional stent implanted. Time of symptoms/ae: over 7 months after implant. It was reported that seven months after an xceed stent implanted in the superficial femoral artery, the patient complained unspecified symptoms. The physician performed an angiogram, which revealed that the stent wad suspected to be fractured. A second xceed was placed overlapping the first one. Though requested, no additional information is available.

Manufacturer narrative:
The device remains implanted in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.